Event description:
It was reported by the patient that they recently had an implantable cardiac monitor (icm) implanted and felt that "something is wrong with it". Patient declined to provide any further information including their name. Follow up is not possible and the status of the icm in unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.